Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display when the customer attempted to clear a battery out limit alarm. The blood glucose reading was 140 mg/dl. The customer stated that she had been hospitalized for a reason unrelated to blood glucose levels. She advised that she was not currently using the insulin pump. The customer was advised that no action could be taken for the event and that she should remain off the insulin pump therapy until further notice. A replacement battery cap would be sent to the customer. Nothing further reported.